Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that removal difficulties encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The stent was tried to cross again using a non-bsc guide extension but still failed to cross. The stent was tried to retract into the guide extension inside the patient's body; however, the stent got caught by the distal tip of the guide extension. The stent was removed from the patient's body together with the guide. The device was removed from the stent delivery system outside the patient's body. The procedure was completed with different device. No patient serious injury nor complications were reported.

Event description:
It was reported that removal difficulties encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The stent was tried to cross again using a non-bsc guide extension but still failed to cross. The stent was tried to retract into the guide extension inside the patient's body; however, the stent got caught by the distal tip of the guide extension. The stent was removed from the patient's body together with the guide. The device was removed from the stent delivery system outside the patient's body. The procedure was completed with different device. No patient serious injury nor complications were reported.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 28 mm stent delivery system was returned for analysis with a damaged detached stent. A visual examination of the stent found the stent damaged and detached from the device. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 24cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found the inner shaft polymer extrusion damaged 6.5 cm distal to the distal tip. The device was successfully loaded through a 5f test guide catheter without issue. A test 0.014 inch guidewire was unable to fully load due to the inner lumen damage. No other issues were identified during the product analysis.